Manufacturer narrative:
The user facility did not provide specific model and serial number of the scope used during the procedure. Olympus reviewed the customer¿s inventory of equipment and noted that there was no bronchoscope registered under the reporting facility. Based on limited information provided by the user facility regarding the device and the patient¿s condition, olympus cannot confirm whether the device has been returned to olympus for service or not. The cause of the patient¿s outcome cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during procedures the patient sustained unspecified injuries with the use of an unidentified bronchovideoscope and water soluble lubricant in a double lumen endotracheal tube. No further details regarding the reported event were provided, and no information was provided regarding the patient¿s current condition.